Event description:
It was reported that the 8800 system will not boot up. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the single board computer (sbc) and image processor. The system was tested and found to be working as intended and placed back into service.